Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer blood glucose level was 22.2 mmol/l. The customer was assisted with troubleshooting. Customer reported had no pump errors are other alarms of the sort, nor has he noted any issues with insulin delivery or occlusions. The device will not be returned for analysis.